Event description:
On (B)(6) 2014, the following information was reported to systagenix by the clinician: the clinician allegedly observed " a lot of exudate visible beneath the mesh. The exudate was prevented to move upwards into the secondary dressing due to small holes in the mesh". Allegedly, due to "lack of evacuation of fluids jammed into the wound ground", the wound became macerated. Mechanical debridement was performed on the "severely livid" macerated skin. No additional information is available.

Manufacturer narrative:
The dressing was not returned to systagenix for evaluation nor has a lot number of the dressing been provided. Based on information provided, it cannot be determined that the alleged maceration was related to adaptic touch non-adhering silicone dressing.